Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of ventral hernia. She had revision surgery 8 years post-surgery. The patient experienced recurrence and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.